Event description:
A report was received from the user facility indicating leaks and/or inadequate sealing on the ancillary bag. The events were noted during sterile docking of the ancillary platelet storage bag to the final product post-donation; therefore, the donor was not affected. There have been no reports of adverse event, recipient reaction or bacterial contamination documented related to this event.

Manufacturer narrative:
Twenty unused samples were received for eval. Visual inspection noted excess sealing on the tubing assembled to the y junction of the ancillary storage bag. The root cause was determined to be related to the heat seal equipment which has been removed from service. A new heat sealer has been installed and validated.